Event description:
It was reported that a spectrum pump had a constant air in line message during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant air in line message was not reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration specification ultrasonic sensor. The ultrasonic sensor requires calibration to address this issue. During evaluation the device had slow keypad response. The cause was identified to be failed processor board. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.